Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used set with packaging was returned for evaluation. Visual examination of the set noted no visual defects. The set was leakage tested per specification with passing results. In order to replicate the event, the set was connected to a water source at 1 psi. Water was noted to come out of the proximal hole in the filter. No other issues were noted. All available information was forwarded to the supplier. Per the supplier, these circumstances were very difficult to replicate and it is highly unlikely there were many other occurrences of this nature prior to the changes made. There was a brief 100% inspection process put in place followed by a qa sample release inspection to reject any defects found. The qa release inspection had passing results. Since these lots were manufactured prior to any corrections, no further corrective action will be taken at this time. All available information regarding this occurrence has been forwarded to our material review broad (mrb) business unit leaders and all personnel involved in the manufacturing and inspection of this product in order to heighten awareness. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
(B)(4). The device involved not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 2: customer reports that the filter leaked. No injury reported.